Manufacturer narrative:
H10: fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023. The investigation codes along with investigation results will be provided in a subsequent submission.

Event description:
The patient reported frayed wires of the power extension cable. The patient electronics device was replaced and there were no adverse consequences reported by the patient.

Manufacturer narrative:
External and internal visual inspections of unit revealed no discrepancies or discernible damage. During the investigation, visual inspection revealed that the power extension connector was not seated in the connector cover. It is unknown if was unseated during use, shipping or decontamination process. In addition, no power clip was returned or attached. No software malfunctions, errors, warnings, or anomalies were observed during unit boot or during handheld touch screen commands. Patient data backup was performed successfully using returned 4g gsm modem. Unit passed all signal acquisition frequencies in diagnostic-test including accuracy/noise and distance/home. All returned power cords were able to be used for testing with no malfunctions and/or interruptions. The cause of the reported event remains unknown as visual inspection did not reveal damage to the returned device and accessories.